Event description:
It was reported that insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 13mmol/l. It was stated that the device was dropped and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loosed drive support disk. No a33 alarm noted. Insulin pump received with minor scratched display window, cracked case at display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads.